Manufacturer narrative:
H3: product analysis of react-71, lotno: b737709. As found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened react-71 inner pouch. Damage location details: no damage was found with the react-71 catheter hub. However, dried blood was found within the catheter hub. The distal ~18.0cm of the react-71 catheter body was found stretched. The react-71 catheter distal marker/tip was found damaged. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ report could not be confirmed. However, the customer¿s ¿catheter damage¿ report was confirmed. The react-71 catheter body was found stretched with the distal marker/tip damaged. Possible causes of ¿marker band damage¿ include patient vessel tortuosity, advancing or retrieving the device against resistance, or vessel calcification or stenosis. Possible causes of ¿catheter stretch¿ include patient vessel tortuosity, catheter entrapment, incompatible devices, advancing or retrieving the device against resistance, or excessive force used in the procedure (pushing and pulling). However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dsa and intracranial thrombectomy procedure, the react-71 catheter was rough and collapsed after multiple attempts to retrieve and enter the long sheath. The procedure involved accessing the internal carotid artery, which had a diameter of 4.2 millimeters and moderate vessel tortuosity. The catheter was prepared and flushed as indicated in the instructions for use. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the react catheter was replaced with a 6f intermediate catheter from achieva and swam again to complete the surgery. Regarding the cause, the customer reported that there was resistance when the long sheath was inserted again after a suction. It collapsed after repeated insertion. The specific reason was unknown. Patient's baseline: tici level 1, nihss 9 points. Patient¿s post-thrombectomy¿condition: tici level 3, nihss 1 point.